Event description:
It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found from fluoroscopy that patient's atrial lead was dislodged. During lead revision procedure it was noted that the lead helix was not able to retract. The lead was explanted and replaced. There were no patient consequences.